Event description:
The reporter indicated that when the pt was taking a shower, he noticed that his pacemaker was "beeping" for 4-5 seconds and at 7:50pm "beeped" for 1 second. Took pulse and was 78 bpm. No info regarding beeping is in the pt manuals. The pt stated that there are no other beeping devices around him. The pt is going to follow-up with a physician.